Event description:
The complainant reported the automated impella controller (aic) had a "failure mode" alarm appear upon starting. The console booted up, but when it was connected to the catheter and the aic would not recognize the disk. The aic was replaced successfully. There was no harm to patient and the patient survived the event.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
Corrections to the initial MFR report: g1 MDR reporting contact email d2 device name has been updated h6 type of investigation code added.

Manufacturer narrative:
The investigation of automated impella controller (aic) - purge disc/flag issues has been completed. Data review: after reviewing the logs, the reported failure mode issue was confirmed. There was an instance of controller error (event set #24) found in the logs from the reported occurrence date. This controller error only occurred for about 1 second before resolving itself. The other reported issue pertaining to the consoles inability to recognize the purge disc was also confirmed. There was a single instance of purge disc not detected alarm (event set #402), however, the issue was resolved after the user inserted the purge disc about 4 seconds later. Although the purge disc not detected alarm was resolved after insertion of the purge disc, there were numerous toggling of the purge disc detection during the case start wizard found later in the logs. Device analysis: the console was tested after arriving in field service. The reported controller error and purge disc detection issues could not be reproduced. Conclusion: the cause of the controller error could not be conclusively determined but was likely due to a rare momentary communication glitch between the kbd and 4-in-1. The cause of the reported purge disc detection issue could not be conclusively determined due to the inability to reproduce.